Event description:
It was reported that the patient had a broken hip fracture at the top of their femur and when this happened it broke the implantable neurostimulator (ins) on their left hip. Due to the ins being broken they had it removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v662981, implanted: (B)(6) 2011, product type lead; product ID 3093-28, lot # v677981, implanted: (B)(6) 2011, product type lead.